Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the actual device and a photograph were received for evaluation. A visual inspection of the actual sample was performed and a slit was observed on the back of the pouch. The photograph was reviewed and showed the front of a pouch over labelled with a chinese text label indicating that the product was repacked and relabelled in china. The reported condition was verified. The cause of the damage was due to a shipping distribution issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a locking titanium adapter had a damaged pouch. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.